Event description:
Caller states the pt tested 538mg/dl and hi (greater than 600mg/dl on the inform system while a lab drawn within 10 mins returned as 124mg/dl. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.